Event description:
It was reported that the device experienced a reset. The patient went through radiaiton the day of the reset. No changes to setting occurred. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. The device recorded a write to locked ram power on reset on (B) (6) 2010 at 08:56:12.